Event description:
It was reported during sensor implant the physician could not advance the sensor to the appropriate location, the physician then elected to attempt intra jugular approach and successfully deployed the sensor in the left pulmonary artery. However, while pulling the wire back, the sensor was also pulled back and rotated on to its side near the main branch. The physician attempted to use the swan to push the sensor further into the left pulmonary artery but they were not successful. The physician managed to calibrate the system the time. The patient is currently having inaccurate measurements. Patient will follow up with physician and determine the next course of action.

Event description:
Additional information received that identified that the patient had a clinically indicated right heart catheterization on (B)(6) 2019. The sensor did not require any recalibration because the pressures were accurate with the right heart catheterization. Accurate readings were observed under the manufacturer's patient care network database.